Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was randomly rebooting during transactions, interrupting users and slowing access to medications. A field service engineer (fse) identified a short in the pyxie bus cable at the rear of the machine affecting drawer 6 and insulated it using electrical tape. The unit powered on and booted successfully, passed hardware test application (hta) testing on drawer 6, and functionality was verified as the technician was able to complete inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine randomly rebooted in the middle of transactions. Multiple nurses stated that the machine was interrupting and slowing down access to medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.